Manufacturer narrative:
(Reprocessing information was inadvertently missed on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. There was no delay to the start of pre-cleaning, which was properly implemented. There were no abnormalities in the accessories used for reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no air or water flow through the channel of the scope. The issue was found while preparing for a diagnostic colonoscopy. The procedure was completed using a similar device with no delay. The customer replaced the buttons on the scope, changed the air/water tubing and water bottle, and tested the air source. The scope did not pass the leak test. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged air water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to foreign material being present in the air water nozzle. Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device, and the air water nozzle was flushed with water and air. The device evaluation also found non reportable findings: play on both knobs, cracked glue on the bending section cover, peeling of the glue on the objective and light guide lens, a chip on the distal end plastic cover, tiny chips on the edges of the light guide and objective lens, and minor stains and scratches on all lenses. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.